Event description:
It was reported that about 110 minutes into unknown procedure utilizing a ambient super multivac 50 ifs, the active electrode was decomposed and fell off. There was a 30 minutes delay to remove the broken piece. All pieces were removed from the patient. There was no reported patient injury. The surgery was completed with a back-up wand.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Photos of the reported device have been submitted and show the electrodes have been worn and then became detached. There are several factors that could contribute to the reported event such as: (1) ensure that the tip does not come into contact with another apparatus such as a cannula which could cause the electrode to detach, (2) ensure that the default set point is being used. Higher settings may reduce life expectancy of the device and cause the electrode to detach, or (3) ensure that the wand is not used for more than five (5) minutes of cumulative active ablation time at the default set point as excessive use can result in electrode failure. There are no indications to suggest the device did not meet product specifications upon release into distribution.